Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Correction included replacing the small diameter tubing between the o2 filter and the o2 sensor. The unit was tested, calibrated and safety checked to factory specifications.